Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that low impedances were measured at the patient's lead, and x-ray imagining confirmed that the lead had migrated. In turn, surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicate the patient underwent surgical intervention on (B)(6) 2019, wherein the lead were explanted and replaced with a paddle lead. Effective therapy restored post-op.